Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified each returned product has cosmetic damages such as wear marks, nicks, scratches both light and heavy. Part and lot numbers verified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: unk baseplate cat#ni lot#ni; unk glenosphere cat#ni lot#ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03380.

Event description:
It was reported the patient underwent an initial shoulder procedure at an unknown date. Subsequently, the patient was revised due to disassociation of the glenosphere/taper adaptor from the baseplate. The glenosphere, taper, and baseplate were all explanted and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.